Event description:
It was reported that patient had revision of arthroplasty due to malposition, stiffness and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding malposition of the tibia baseplate, stiffness, and pain involving a triathlon insert was reported. Conclusion: review of the provided revision operative report indicated the patient was revised for stiffness and pain. During the revision surgery, the tibia baseplates was determined to be internally rotated approximately 15 to 20 degrees. There is no alleged issue with the insert. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had revision of arthroplasty due to malposition, stiffness and pain.